Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg 39-56 mg/dl) and cause may have been related to a recent change in the pump settings. Glucose tablets and high carbohydrate food were consumed to address low bg. Pump system check with tandem technical support found the pump to be functioning properly. Reportedly, customer discussed pump settings with a healthcare provider.

Manufacturer narrative:
Investigation was completed. Reported issue could not be verified as pump was not returned. Returned cartridge could not be investigated for the reported setting issue.